Event description:
The customer called technical support (ts) reporting that the patient claims ventilator stop working/automatically stop. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer informed that the patient claims vent stop working. The biomed customer checked in the significate log and did not notice anything out of the normal operation. Unit was running on the same patient for over 9 hours. Biomed will run the device for many hours, and perform the performance verification test (pvt) to verify operation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomedical engineer ran the unit for many hours and performed the performance verification test to verify operation. The device passed required pvt per philips standards and was put back into service.